Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified fore the burnt plastic distal end cover. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The most probable cause of the failure related with white foreign materials is cause traced to failure to follow instructions. A labeling review was conducted using the product label pcf-ph190i. No anomalies were found. Is the reported risk/harm listed in the IFU? Yes. Was the device used in accordance with the IFU/label? No, in the IFU it is stated: ¿for inspection of the objective lens cleaning function and inspection of the auxiliary water feeding function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection.¿ is this a procedure problem where the uses of different materials than water could be sit in tubes and cause harm to the patient. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt plastic distal end cover and the air/water channel had white foreign material. There was no patient involvement.